Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was tested and passed the homechoice return instrument test / evaluation (rite) functional test and the rite electrical test. The device was determined to meet specification requirements per rite testing. A visual inspection was performed on the device. A review of the device service history revealed no problems related to the event or servicing that could cause or contribute to the event. A review of the event history log verified the increased intraperitoneal volume (iipv) event. The direct cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:15:32. During night drain cycle three, the patient's ultrafiltration reading was 1263ml, indicating the home patient (hp) drained 1263ml more than their maximum programmed fill volume of 1700ml. No additional information is available.